Event description:
The customer reported an issue with the t:slim x2 pump battery not charging, with a power source alert recorded in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the tandem wall adapter into a known working outlet for 30 minutes, but the pump still did not charge. The issue was resolved when the customer used a non-tandem wall adapter and charging cable. Technical support notified the customer that using third-party charging supplies is not recommended and arranged to send a replacement tandem wall adapter and cable. No further assistance was required as the pump began charging without leading to a pump shutdown.